Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunctions/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep indicated that a power on restore (por) message was seen on the patient programmer (pp). The rep was advised on how to clear the message, but the rep was not with the patient at the time of the call. No patient symptoms were reported and the por was reported to have been observed the week prior to the call. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunctions/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep indicated that a power on restore (por) message was seen on the patient programmer (pp). The rep was advised on how to clear the message, but the rep was not with the patient at the time of the call. No patient symptoms were reported and the por was reported to have been observed the week prior to the call. No complications were reported or anticipated. (B)(4). The rep reported meeting with the patient to reprogram the patient's battery and patient programmer. The cause of the por was reported to be still unknown. It was reported that the issue as far as the doctor, the patient, and rep were concerned had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's weight was reported.